Event description:
I was assisting my provider in collection of an affirm vpiii. I open the package and "broke the ampule" to put the drops in the swab tube, I felt a sharp poke on my index finger and noticed a slit in my glove. The ampule had a piece of glass sticking out of the side and it had cut my finger. This was the first piece of equipment I had handled and luckily, I had not had any contact with the patient or with any of the other collection swabs prior to this. There was no risk of exposure with this incident, but there could have been. Manufacturer response for bd vplll ambient temperature transport system, (brand not provided) (per site reporter): it's a known and rare problem. Sent a device at no charge to use to break ampule.